Manufacturer narrative:
Investigation conclusion: the return was not received. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not determine with retain testing. Source: phone.

Event description:
Customer reporting 1 false positive qv sars otc test result. Customer had 3 occasions with false positives when testing themselves in the last 6 months. Third false positive occurred when testing after a known sars exposure occurred. Patient was asymptomatic and tested at day 5 post exposure with a sars positive result. Customer communicated the result was confirmed negative by another rapid antigen and pcr. (3rd report of 3).